Event description:
Symptoms/ae: bleeding. Time of symptoms/ae: four hours after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, four hours post-procedure, bleeding developed at the access site. Manual compression was applied for 45 minutes to resolve the bleeding. The pt was discharged the next day. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.